Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated ion selective electrode (ise) quality controls (qc) were drifting out of acceptable range. The customer had installed new ise's two weeks prior to the date of event. The customer monitored the new ise's by running the qc every two hours. The customer further stated that the ise's qc was never stabilized since its installation. On the day of the event, qc went out of range within an hour after the calibration was performed. The customer performed ise washing, recalibration and reran qc, which were within range. The customer reran the affected patient samples and obtained results as expected. A siemens customer service engineer (cse) was dispatched to the customer site. The customer found a kink in the buffer line. The cse replaced the buffer tubing and ran coefficient of variation check and calibration, which passed. The cse ran qc, which were within range. The cause of the discordant, falsely depressed na results on eighteen patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on eighteen patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.